Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was not included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there were concerns regarding noise on the non-boston scientific right atrial (ra) lead of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) was consulted and upon reviewing the data available, it was observed respiratory rate trend (rrt) oversensing, which is related to the minute ventilation. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The crt-d system remains in service.